Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported that the day after inserting the intra-aortic balloon (iab), the position of the iab was confirmed via fluoroscopy. However, it was noticed that the marker on the catheter root side was misaligned. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between catheter and sheath. The returned maquet sheath was over the catheter and partially covering the rear portion of the balloon. One kink was observed on the catheter tubing approximately 76.2cm from the iab tip. Visual examination confirmed that both tip and rear markers were in place per specification. Additionally, the optical fiber was found to be broken within the membrane approximately 22.9cm from iab tip. The returned device was inspected and found to have tantalum markers in place per specification. We are unable to determine the cause of the reported complaint since we cannot mimic the clinical setting or patient anatomy. A lot of history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings), h11. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between catheter and sheath. The returned maquet sheath was over the catheter and partially covering the rear portion of the balloon. One kink was observed on the catheter tubing approximately 76.2cm from the iab tip. Visual examination confirmed that both tip and rear markers were in place per specification. Additionally, the optical fiber was found to be broken within the membrane approximately 22.9cm from iab tip. The returned device was inspected and found to have tantalum markers in place per specification. We are unable to determine the cause of the reported complaint since we cannot mimic the clinical setting or patient anatomy. A lot of history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).